Event description:
It was reported that the bed exit alarm is not working.

Event description:
Caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 1) 96 mg/dl (meter 2), 6 mg/dl (lab) 2) 234 mg/dl (meter 2), 38 mg/dl (lab) caller states that the patient passed out. Inform meter system 1 (B) (4) was used which obtained a reading of 72 mg/dl. This reading was compared to a stat lab that was drawn 9 minutes later, yielding a result of 5 mg/dl. Patient had a dextrose IV right about the wrist and caller was concerned about this. Patient was given d50 and ativan and retested on inform meter system 2 (B) (4). System 2 obtained a reading of 96 mg/dl. This reading was compared to a stat lab drawn at the same time, yielding a result of 6 mg/dl. System 2 was used again and obtained a reading of 234 mg/dl, while another stat lab pulled 9 minutes later, yielded a result of 38 mg/dl. Patient was treated in the hospital based on the lab results and released. In addition, all 3 tubes taken from the patient for stat labs were run on the inform meters about 6-8 hours later, and all tubes read lo (less than 10 mg/dl) on the meters. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device system for meter 2 ((B) (4), strip lot 551208, exp. 04/30/2011). Reference medwatch report with patient (B) (4) is for the suspect device system for meter 1.